Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The product remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient reported difficulty seeing at near and distance, and vision is not enough to see the screen of a phone. The patient feels the near vision is worse than before surgery.